Event description:
It was reported that the pump software did not "suspend basal" delivery. Customer experienced a low blood glucose (bg) of 47 mg/dl. Customer consumed carbohydrates to address the bg level. Reportedly, customer continued to use pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.